Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, high bipolar impedance was noted on the lead. Different placement positions were attempted and pacing cables were changed out but the impedance readings did not improve. The physician was uncomfortable with impedances and so anew lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was determined that that lead that was not implanted was an right ventricular (rv) lead.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. If information is provided in the future, a supplemental report will be issued.